Event description:
It was reported that the patient is experiencing shocking, pressure and tingling sensation in multiple areas. Troubleshooting did not resolve the issue. Additionally, patient was on a stimulation break which did not resolve the issue. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, the issue was resolved post op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Corrected data: d6b - date of explant.

Manufacturer narrative:
The reported event of high impedances was confirmed. As received the lead failed the channel resistance test on channel (5,6,7 and 8) were open that would cause high impedances. The cause of the issue is unknown.